Event description:
Tpn and lipids were running concurrently on pump. The lipids actually pumped back into the tpn bag instead on the patient. The pump continued to infuse even though the "b" line was empty with air in the line. The pump was removed from service and sent to clinical engineering.